Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Based upon further file review, medication required and surgical intervention was added to the file as imdrf health impact codes. The complaint remains reportable. Initial reporter phone: (B)(6). Complaint conclusion: a report from the field indicated that during an elective vascular stent placement for basilar artery stenosis, the 4mm x 16mm enterprise 2 (encr401612/5964697) stent system was advanced to the target vessel via a prowler select plus ( (B)(4) ) microcatheter, but the stent failed to fully deploy. The physician attempted to open the incompletely expanded stent via angioplasty (i.e., ballooning). In addition, a thrombolytic agent known as tirofiban was administered. However, only a small amount of blood flow was restored. The procedure was completed as is. The enterprise 2 stent was left in the patient. It was reported that the patient did not recover at the time of the procedure, but the current health status of the patient is unknown. The cause of the deployment difficulty is also unknown. The concomitant prowler select plus microcatheter had not been re-shaped. The enterprise 2 stent and prowler select plus did not appear damaged. As advised in the enterprise 2 instructions for use (IFU), the microcatheter was placed distal to the target site prior to advancement of the enterprise 2 device followed by withdrawal of the microcatheter in an attempt deploy the device. There was an adequate flush maintained through the microcatheter at all times. The enterprise stent had not been recaptured. The reported event did not necessitate removal of the concomitant microcatheter. Procedural imaging was returned for analysis. The device remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5964697. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Procedural imaging was reviewed by independent physician on (B)(6) 2021 and the assessment reads as follows: "a case report of a failed enterprise stent deployment with 8 images are submitted for review. Briefly, from the report and images elective stenting of a mid-basilar stenosis was performed. Imaging demonstrates a mid-basilar stenosis (approximately 70%) just distal to the origin of the bilateral aicas. A pre-stent angioplasty was performed. This was followed by advancement of a prowler select microcatheter across the stenosis into the distal basilar artery. A 4 mm x 16mm enterprise2 vrd was deployed from distal basilar artery to mid basilar across the stenosis. The distal markers of the enterprise vrd are open on image 5 while the proximal markers are closed. Per the report, post deployment angioplasty was performed in attempt to open the proximal stent markers. Tirofiban was administered for thrombolysis. Per report some flow was reestablished in the basilar artery. However, images 6 and 7 demonstrate occlusion of the basilar artery (the image quality is poor, and the stent is not seen at times). It is unclear if these are pre or post stent images. Image 8 appears to be a dyna CT but image quality is significantly degraded an interpretation of the image cannot be made. Failure of a stent to deploy or open is an unusual but known complication. Factors that can contribute to failure to open are extensive tortuosity or deploying around a tight curve, neither of which can been seen here on these images. It is impossible to say why the proximal stent did not open. The stent was not returned for analysis." Deployment difficulty, such as incomplete stent expansion, and vascular occlusion are known potential complications that may be associated with the use of the enterprise 2 vascular reconstruction device (vrd) in the intracranial arteries. The enterprise 2 IFU lists in the precautions that the enterprise vrd is not intended for use as a stand-alone device, i.e., without subsequent coil embolization of the aneurysm. Review of the available information does not allow for an exact determination of causal factors. However, the event may have been secondary to a combination of multiple factors experienced in the clinical setting. There is no indication of a design or manufacturing related issue. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during an elective vascular stent placement for basilar artery stenosis, the 4mm x 16mm enterprise 2 (encr401612/5964697) stent system was advanced to the target vessel via a prowler select plus ((B)(4)) microcatheter, but the stent failed to fully deploy. The physician attempted to open the incompletely expanded stent via angioplasty (i.e., ballooning). In addition, a thrombolytic agent known as tirofiban was administered. However, only a small amount of blood flow was restored. The procedure was completed as is. The enterprise 2 stent was left in the patient. It was reported that the patient did not recover at the time of the procedure, but the current health status of the patient is unknown. The cause of the deployment difficulty is also unknown. The concomitant prowler select plus microcatheter had not been re-shaped. The enterprise 2 stent and prowler select plus did not appear damaged. As advised in the enterprise 2 instructions for use (IFU), the microcatheter was placed distal to the target site prior to advancement of the enterprise 2 device followed by withdrawal of the microcatheter in an attempt deploy the device. There was an adequate flush maintained through the microcatheter at all times. The enterprise stent had not been recaptured. The reported event did not necessitate removal of the concomitant microcatheter. Procedural imaging was returned for analysis.